Event description:
Procedure: pneumonectomy. According to the reporter: the instrument was hard to fire. The stapling was done crossing the first stapled line. Staples did not form properly and additional tissue was resected. Bleeding was reported as under 200cc.

Manufacturer narrative:
(B)(4)